Event description:
Pt was implanted with a synchromed pump and catheter on 1/11/1993 to deliver lioresal to treat spasticity. The MFR was contacted by an attorney representing the pt who stated in a letter to the FDA that the pt "became a tetraplegic as the result of a trampoline accident in the late 1970's. At approx age 35, he received a medtronic intrathecal pump installed for the spinal delivery of baclofen (lioresal) on january 11, 1993 to control muscle spasms resulting from his spinal cord injury. By june 29, 1997, it appears that the pump malfunctioned, failed and subsequently the pt died on june 30, 1997." The pump has not been returned to the MFR.